Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): a UDI is not being reported since there was no part or lot number provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effect of hypersensitivity is listed in xience v and xience nano everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with myocardial infarction and on (B)(6) 2017, underwent a coronary stenting procedure, with implantation of an unspecified xience alpine stent in an unspecified coronary artery. Post procedure, she was prescribed aspirin, plavix and digoxin. Approximately 1-2 weeks post stenting procedure, the patient began to experience rash and itching all over her body. Prior to the stenting procedure, the patient was a candidate for a mitraclip procedure and had been tested for allergy to the mitraclip device, as she is reportedly allergic to many substances. She was specifically tested for allergies to nickel, cobalt chromium, nitinol, iron and manganese; however, the results were negative to allergy. She was not tested for tungsten or everolimus. The patient has seen her cardiologist, allergist and a nurse since her procedure. The patient stated that the nurse believes her itching is coming from the medication that she has been taking, specifically plavix. The patient has requested the instructions for use for xience alpine stents to check the list of potential allergies that can occur, and one was emailed to her on (B)(6) 2017. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). (Date changed from (B)(6) 2017 to (B)(6) 2017. (B)(6). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effects of dyspnea, hypersensitivity, nausea and diarrhea are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.